Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/23/2014 with the following findings: the pump was returned with no battery cap and with a torn and peeling keypad at the ok, up arrow and down arrow keypad buttons. During testing, all keypad buttons were intermittently responsive. The keypad cover was removed and the ok keypad button contact was damaged, and contamination was found under all other keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad cover was damaged since about a month ago and the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. The reporter stated that and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.